Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide was visible and the formed needle was fully retracted. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 59 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that there was a needle mechanism failure. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.